Event description:
It was reported that, "while doing a revision case, the surgeon was backing out a radius screw with stryker's standard radius instruments. The tulip head displaced from the screw shaft. The surgeon was still able to remove the screw."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion will be made available following an engineering eval.